Event description:
It was reported that patient underwent an implantable pulse generator (ipg) replacement procedure for unknown reason. Additional information was received that patient needs a magnetic resonance imaging (MRI) compatible device. The patient was doing well post operatively and the explanted device will not be returned due to facility policy.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that patient underwent an implantable pulse generator (ipg) replacement procedure for unknown reason.